Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a type b dissection. This event was reported in the journal of vascular surgery 2008; 47: 1195-1202, june 2008. The stent grafts were implanted in 2002. It was reported that the patient was treated 4 years later with an endograft and the covered proximal part was deployed just distally to the left carotid artery. The patient presented 9 months later with a small proximal type 1a endoleak and large type 2 endoleak caused by the left subclavian artery back bleeding. Despite successful sealing of the subclavian artery by means of an occluder device, the aneurysm sac was still pressurized by the type 1a endoleak with subsequent enlargement of the arch and descending aneurysm. Repeat attempts to achieve apposition in the arch or endovascular extension as part of a hybrid procedure were considered inappropriate in this patient. The patient was treated by elective conversion procedure involving hemi arch and descending aortic replacement. No additional clinical sequelae were reported and the patient was discharged.